Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Regarding the abnormal image during using 180 series endoscopes, after confirming the design change history of parts, it was found that design change of the dr board was performed on (B)(6) 2018. Whether or not this design change has any relation to the event in question cannot be determined. It was confirmed that the design change was performed because the design of the operational amplifier circuit on the dr board did not satisfy the specification. (There was a possibility that the endoscopic image does not appear during using 180 series endoscopes.) Countermeasure-products have been shipped since june 13, 2018 (pal specification) or june 14, 2018 (ntsc specification). ·it was confirmed that design change was performed for improving durability related to the power switch failure. The countermeasure products have been shipped since november 18, 2013. As seven years and longer have passed since the delivery of this product, the latch of the video connector socket may have worn out due to long-term repeated use. This can loosen connection of the video connector, causing the electrical contacts of the connector to be unstable, and affecting image transmission between the endoscope and the video processor, resulting in the image flicker.

Manufacturer narrative:
The device was returned to olympus for evaluation. The repair center confirmed the customers complaint. The malfunction was caused by a faulty patient board set. In addition, a worn out video connector latch was causing a flickering image. The device was repaired and returned to the customer. Based on the investigation, the probable root cause was long-term repeated use as 7 years or longer have passed since the delivery of this product. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation.

Event description:
The customer contacted olympus to report the scope detection did not work; the device would not recognize pcf-q180al scopes but it did recognize the gif-h190 scopes. The device malfunction was identified during preparation for use and there was no report of consequence or impact to the patient.